Event description:
T was reported that this right ventricular (rv) lead exhibited a gradual rise in impedance, with the current value reaching 133 ohms, up from 70 ohms during the last shock. It was suggested that a 41j test be conducted to measure the delivered impedance and assess the lead's functionality, though this may be delayed due to the patient's ongoing cancer treatment. No adverse patient effects were reported. This lead remains in service.